Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine root cause for the reported issue of dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone17.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl between 4 and 24 hours of wearing a new pod. The patient stated the adhesive completely separated from the skin and the cannula dislodged. The patient uses skin tac and omni pod bandage to help secure the pod. The pod was removed and discarded, and a new pod was applied.